Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer was unavailable to complete system check at time of call. Customer reverted to an alternate method of insulin therapy but will reportedly change supplies to resolve the issue and resume pump use. Customer's blood glucose was 200-220 mg/dl.